Manufacturer narrative:
Corrections:d5; oper of dev e; initial reporter e3; occupation g2; report source medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a programming session of an implanted implantable pulse generator (ipg), the mobile programmer application crashed without prompt to a white screen with an error message displayed indicating that an expected error occurred. This was observed while performing a threshold test on the ipg. Troubleshooting steps were taken to include restarting the application by closing it from the background, however the programming session could not be recovered, necessitating a wait until the end of the implant procedure to re-establish connection with the ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.